Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The patient effect of obstruction/occlusion, is listed in the electronic prostar instructions for use (eifu), as a potential adverse event of use of the device. The investigation determined the reported difficulty and subsequent treatment appear to be related to circumstances of the procedure. Based on the reported ¿femoral artery was occluded at the puncture site¿ and ¿this may have occurred because the posterior wall of the vessel was sutured to the anterior wall,¿ indicates a likely backwall stitch. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Clinical study patient ID: (B)(6). It was reported that this was a vessel closure of the calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, the first proglide seemed to be positioned successfully without any problems. There was difficulty positioning a second proglide device "because of the cracking of the suture" [suture break]. A decision was made to switch to a prostar device and the suture was pre-placed. The prostar suture seemed to be positioned correctly. The sheath was upsized to a 14f and the tavi procedure was completed. The patient remained stable during the procedure, and the hemodynamic results were good. After the closure of the access site, it was noted that the proglide and prostar sutures were not working properly and angiography showed that the femoral artery was occluded at the puncture site. It was thought that this may have occurred because the posterior wall of the vessel was sutured to the anterior wall. A percutaneous transluminal angioplasty (pta) was performed, and a covered stent was implanted. Following the procedure, the patient developed a left bundle branch block. No treatment was required. The patient was reported to be stable. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy; however, hospitalization was prolonged by a day. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide devices with reported issues referenced in b5 are filed under separate medwatch report numbers.